Event description:
It was reported that the patient experienced extrusion of the device and subsequently the patient was treated with antibiotics (date and duration not reported).

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery. Section has been updated. This report is filed on december 12, 2018.

Manufacturer narrative:
It was reported the patient experienced infection at implant site (date not reported). This report is filed on january 14, 2019. (B)(4).